Event description:
It was found that the tip of the mst guidewire bifurcated and deformed. It was stated this was noted with two devices. This report addresses the second device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. The returned products were the proximal segments of two 0.018 in x 35cm guidewires. The larger segment was measured to be 3.9 cm. The second segment was measured to be 1.8 cm. Both segments of the guidewire contained one side with the proximal weld tip. The corresponding lengths of the guidewires were not returned. Evidence of use was present on both samples. A microscopic observation of the core wire revealed the material to be sheared at an angle. It appeared that the damaged segments of the guidewire were cut away from the remainder of the guidewire. The coil wire from both segments were observed to be uncoiled and misaligned near the proximal weld tip. The deformation on the longer segment was more severe. The outer diameter of the wire was measured and was found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include damage manufacturing, handling, or use. Since deformation of the coil wire was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redr1668 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr1668) have been reported from the same facility in china.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1668 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr1668) have been reported from the same facility in china.

Event description:
It was found that the tip of the mst guidewire bifurcated and deformed. It was stated this was noted with two devices. This report addresses the second device.